Event description:
In 2009, baxter was informed via a facility medwatch of an interlink continu-flo where a hole was observed during pt infusion and the pt had blood loss. According to the voluntary medwatch, the sister of the pt ran out of the pt's room calling for help and informing that the pt was bleeding. Two nurses found a significant amount of blood on the floor when they entered the room. The tubing was connected to a central line (broviac), and the connection was intact. However, there was fluid and blood dripping partway out of the primary IV tubing. A hole in the tubing was observed. The pt was stable. The pt's hemoglobin level was 12 on admission and 10.9 the morning after the incident. There was a potential for greater blood loss had there not been someone at the bedside. This incident occurred with the interlink continu-flo solution set, product with a possible lot number of s08i25091r. The medication being administered to the pt was stock IV solution with 10 milliequivilents (meq) kcl/liter. The set was being used with a colleague pump. The pt lost 20-30 ml's (estimated) of blood. The pt was in stable condition after the incident and a cbc was checked the following morning. This is one of three incidents at this facility. The other two incidents occurred during priming and there was no pt involvement. The nurse manager stated the facility does not use hemostats during priming or infusions. The facility uses only the roller clamps/slider clamps included with the sets. Although requested, no additional clinical information was provided in addition to the information provided on the facility voluntary medwatch. An on-site visit was offered, but was declined since the facility feels this was an isolated incident. They have had no other problems. Reportedly, the infusion was infusing fine, but then it was noted that blood backed up in the line and there was a leak between the last y site and middle y site (below the pump).

Manufacturer narrative:
The actual sample for this complaint was contaminated and discarded. No companion sample is available. Baxter performed a batch review on the reported batch and no abnormality was found.